Event description:
The customer reported that the system continued to emit an audible tone after the fluoroscopy button had been released for several seconds. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.